Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06095, 0001825034-2017-06096, 0001825034-2017-06097. Event date (B)(6) 2016. Concomitant medical products - regenerex-femoral componenet catalog # unknown, lot # unknown, regenerex-tibial tray catalog # unknown, lot # unknown, regenerex bearing catalog # unknown, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right knee arthroplasty, subsequently patient is experiencing pain when climbing stairs, pain from sitting to standing and minor instability. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
Concomitant medical products: vanguard tibial bearing, catalog #: ep-183542, lot #: 755030, regenerex tibial tray, catalog #: 141274, lot #: 619090, vanguard femoral component, catalog #: 183048, lot #: 374740, maxim finned stem, catalog # 141314, lot #: 782730. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06094, 0001825034-2017-06097, 0001825034-2017-06096, 0001825034-2017-06095.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.